Event description:
It was reported that a pump failed the downstream occlusion preventive maintenance test. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.